Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a pph procedure, once fired, the surgeon waited 30 seconds, did 1/2 - 3/4 turn to open and that is when the pt coded. The pt's heart rate was going down. They got the pt out of duress. The device was fired and there were no problems firing the device. The pt did not have a heart health history. The surgeon had the pt see a cardiologist after the fact and she is fine. The surgeon did not indicate that there was any connection between the device and the event.